Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was not recognized by the machine and required maintenance. A field service engineer (fse) reported that the customer was attempting to locate a missing medication and inadvertently disconnected the bus cable, separating the connector. The customer then attempted to reconnect the bus cable while the system was powered on, which resulted in damage to the controller boards for drawers 4, 5, 6, and 7. The fse replaced the bus cable and the four affected controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was not recognized by the machine and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.